Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with unknown blood glucose value. Customer stated that she did not receive treatment. She was there for observations. Customer stated that she over bolused and this caused a low blood glucose reading. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.

Event description:
It was reported that the customer was not using auto mode feature at the time of event.

Manufacturer narrative:
The information related to auto mode provided in initial report was incorrect. The correct information has been provided int his report. (B)(4).